Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. It was reported the patient expired on (B)(6) 2019. The patient had right heart failure and multi-system organ failure. The patient had no stroke but did have encephalopathy. The encephalopathy was related to end-stage renal disease. The vad was working at the time the family withdrew care. Multiple requests for product return were sent, but the pump has not been received to date. The hm ii lvas IFU lists right heart failure, renal failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate ii lvas IFU is currently available. Section 1 of this document lists right heart failure, renal failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. There was not a stroke but encephalopathy. The device was working at the time family withdrew care. Right heart failure and end-stage renal disease (esrd) related to the progression of underlying heart failure and chronic kidney disease. Encephalopathy related to esrd.